Manufacturer narrative:
Failure analysis revealed that the insulin pump was unable to prime during the prime test as a result of a protruded/loose drive support disk. Further testing could not be performed due to the prime anomaly. The device had scratched screen, cracked display window corners, broken belt clip slot, and cracked reservoir tube lip.

Event description:
It was reported that the customer's insulin pump alarmed no delivery during the manual prime process. The blood glucose reading was 108mg/dl. Assisted the caller to run a manual prime and the device did not alarm no delivery. During the call, the mother mentioned that the insulin pump was dropped on the kitchen floor and there is a crack at the reservoir compartment. Advised the caller to discontinue the use of the device and revert to back up plan. No further information was provided.